Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead revealed no anomalies.

Event description:
During an implant procedure, it was noted that there was high impedance on the right ventricular (rv) lead. The rv lead was explanted and replaced during the procedure to resolve the event. The patient was stable.